Event description:
The account alleged the head section is drifting on the bed.

Manufacturer narrative:
After replacing the head down and CPR/trend valves the issue remained. The technician found the hydraulic power block was leaking. The technician replaced the hydraulic power block to repair the bed.